Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative that the patient's deep brain stimulation system turns itself off. The patient reported they did not play with the system and they kept the implantable neurostimulator (ins) charged. Troubleshooting for the event included hiding the patient programmer so the patient could not turn the ins off. No actions were taken and the patient had seen their health care provider (hcp). The hcp checked the system and there were no issues detected. The hcp did not believe there was an issue and they felt the patient was turning the ins off by mistake.